Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards france affiliate, during a transfemoral tavr procedure with a 26mm sapien 3 valve, the valve and commander delivery system were stuck in the esheath during insertion and was unable to exit the distal tip. It was decided to remove the devices as a unit. The devices were removed with no issues, however, a femoral dissection was observed. The team decided to implant the new valve sheath-less, with a non-edwards valve. The non-edwards valve was successfully implanted. The femoral artery was treated with femoral-popliteal bypass. The final patient outcome was good. Per report, the perceived root cause of this event was narrow and tortuous vessels.

Manufacturer narrative:
Correction to h6 based on additional information. The events reported are anticipated in the risk management documentation. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle have been identified as contributing factors to resistance during delivery system insertion/advancement through the sheath and potential sheath damage as a result of the increased push force. In addition, review of both manufacturing mitigations and IFU/training material is captured in the technical summary. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on how to introduce and navigate the catheter through the sheath. In this case, the reported event was unable to be confirmed. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Available information suggests patient factors (tortuosity, vessel size) likely contributed to the events. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. Trending analysis indicates complaint rates are within the august 2023 control limit; no further action is required.